Manufacturer narrative:
Investigation summary: batch record review did not indicate of any incident in relation to the problem statement. Batch was released in accordance to the acceptable criteria. Investigation carried out by customer indicates that there were no abnormalities with the product detected. Based on the investigation conclusion, bdm-ps was not able to confirm the symptom perceived by the customer or correlate this symptom with a potential cause linked to bd process.

Event description:
It was reported that the bd ultrasafe¿ plus x100l plunger was loose and disengaged from the syringe before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: ""(...) The plunger remained in the box and disengaged from the syringe (...)" Loose plunger, no abnormalities detected during sample evaluation".

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultrasafe¿ plus x100l plunger was loose and disengaged from the syringe before use. This complaint was created to capture the 1st of 2 related incidents. The following information was provided by the initial reporter: ""(...) The plunger remained in the box and disengaged from the syringe (...)" Loose plunger, no abnormalities detected during sample evaluation."